Event description:
It was reported that a flogard infusion pump had a broken power cord. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site. Visual inspection identified that the power cord was damaged, confirming the customer reported condition. To correct the condition, the power cord was replaced. The device was restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.